Event description:
A malfunction on the customer's pump was reported, specifically with malfunction code 13, alongside an unexpected reset alarm on july 26, 2025. There was no adverse impact to the customer's blood glucose level. In response, technical support arranged for a replacement pump to be sent and guided the customer in preparing the defective pump for return. The customer will use mdi as backup therapy to ensure continuous insulin delivery until the new pump arrives.